Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 2.1 pocket b6 was not detected on the communication bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay in dispensing medications to the patient, since the user managed to get medications from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 pocket b6 was not detected on the communication bus. A field service engineer had reseated the row board cables and retractor bands for both drawers 2.1 and 2.2. The fse had tested the drawer in diagnostics, released pockets, and removed debris. It was found that pocket b6 had failed in drawer 2.1. The pocket was removed, and the customer would replace it at a later date. The customer had been able to access inventory without issue. The system functioned as intended after the field service engineer repaired the device.